Manufacturer narrative:
The customer's glidescope spectrum single-use qc eco miller s1 was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test equipment, no blurry or "milky" image was observed. The tsr tried wiggling the connection and detaching and reattaching the laryngoscope, but no imaging issues were observed. The device passed verathon's device functionality testing and confirmed to be within specification. Neither the cable nor the monitor used with the laryngoscope during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the laryngoscope was scrapped due to being a single-use device. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope spectrum qc eco miller s1 laryngoscope, the image was very "milky" looking when intubating a patient in the pediatric intensive care unit (picu). The laryngoscope was removed from the patient and the camera was inspected to see if anything was blocking the image. The laryngoscope was reinserted and the milky image was still present. The laryngoscope was then replaced with another glidescope spectrum qc eco miller s1 and used to successfully intubate the patient. No procedural delay or patient harm was reported.